Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captiflex small oval flexible snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the sheath was detached from the handle. The device was put to the side and another captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The complaint device was visually inspected and it was noted that the flare detached, and the catheter and wire were kinked. Shavings were also present inside the proximal section of the catheter. A functional analysis could not be performed due to the flare detachment. A supplier quality handle cannula inspection found the material to be within specification and the cannula edges adequate. No irregularities, sharp edges, or burrs were identified. The complaint was confirmed; the flare was detached. However, since the handle cannula was found to be within specifications, it is unknown how scrapes were formed inside the sheath. Therefore, the root cause for this event is undeterminable. There is an investigation in place to address the scraping issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013, that a captiflex small oval flexible snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the sheath was detached from the handle. The device was put to the side and another captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.